Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser system needed higher power to produce a burn.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was replicated. The company representative calibrated the laser output then tested the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 15, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the laser power output falling out of the calibrated range over time. The manufacturer internal reference number is: (B)(4).